Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer fill tubing sequence was taking more insulin than previous fill tubing sequences. Subsequently, an occlusion alarm occurred. Customer's blood glucose was 250 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.